Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided and no sample has been returned based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2017: the patient underwent inguinal hernia repair. An unspecified bar/davol 3dmax was implanted in patient during this repair. On (B)(6) 2018: the patient's attorney underwent removal of the unspecified bard/davol failed 3dmax. The 3dmax implanted in patient failed to reasonably perform as intended. The 3dmax caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the 3dmax was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective 3dmax.